Event description:
It was reported the sparq ultrasound system was displaying double images when performing a nerve block procedure. There was no patient or user harm associated with this event. The user could not use the system. No further information was provided. The philips service engineer evaluated the system based on the reported problem and confirmed the system's middle transducer port was producing double images. The transducer select assembly was replaced to address the customer's immediate concerns. Philips has started an investigation and upon completion, a follow up report will be submitted.